Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -14.0/1.0/074 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2023. The lens had tore during injection/delivery into the eye. Intraoperatively the lens was removed and replaced with a same length lens and the problem was resolved. There was no patient injury. The cause of the event was reported as unknown and noted "icl showed damage in the haptics".